Event description:
It was reported that pump experienced a malfunction alarm with code 16 and could not be reset. There was no adverse impact to the customer¿s blood glucose level, and blood glucose did not exceed 500 mg/dL. Customer used an out-of-warranty pump temporarily, and Technical Support completed required field correction form on customer¿s behalf, verified customer had a replacement pump covered under warranty, and arranged for pump to be replaced with new pump serial number (b)(6), with no further actions required.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.